Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 7.3 mmhg. The sensor waveforms were observed to have a dampened appearance as previously reported under MDR-2018-14624. It was reported this sensor had been implanted in to a vessel measuring approximately 4 to 5mm.

Manufacturer narrative:
A review of the information provided was performed, and the sensor was within the tolerance for mean pressure; therefore, the reported event is unconfirmed. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system. It was reported the sensor was dampened and had been implanted in a vessel that is approximately 4-5mm. Per the instruction for use the patient¿s pulmonary artery vessel inner diameter must be >7 mm at the site of device implant. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.